Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 400 mg/dl. Reportedly, ongoing occlusion alarms occurred. Customer was using humulin u-500 insulin. Additionally, customer was using pre-filled cartridges, and cold insulin. Bg was addressed via intravenous insulin and saline. Reportedly, customer left the ER the following day with the issue resolved and no permanent damage.